Manufacturer narrative:
Section h6 evaluation code were updated due to evaluation of returned device result code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d15 component code (annex g) remove g07003 and add g07001 issue identified during device evaluation h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the ht70 ventilator generated an oxygen (o2) concentration alarm.  The device was available for evaluation. The service personnel (sp) inspected the unit and could not confirm the reported issue, but found ¿shutdown buzzer alarm test failed¿ as an additional issue. Failure of the shutdown alarm could result in the ventilator failing to annunciate an alarm in some loss of ventilation conditions. Images of the control board were received and confirmed that the control board was not part of the field corrective action. The investigation could not confirm the reported issue but found ¿shutdown buzzer alarm test failed¿ as an additional issue. The pot ential cause of the additional issue could be the alarm or the capacitor that powers it on the control board. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has been received and during the preliminary evaluation , the device did not pass the shutdown buzzer alarm test. This event is being conservatively reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated an oxygen (o2) concentration alarm. The ventilator was continued to be used on the patient without injury.